Event description:
Risk mgr reported 250ml bag of dopamine infused in 2 hrs. 400mg dopamine in 250ml of solution hung at about 8:15pm and completely infused by 10:25pm. The b/p and heart rate elevated. Pt required increased monitoring of vital signs and cardiac enzymes were ordered. By 2/12 the vital signs returned to normal. She did note pt might not survive this hospitalization, but does not feel that pump incident would make any difference. Pt expired a few days later. Event log review determined four channels infusing different medications at the time of event. The channel containing the dopamine infusion was programmed correctly. Rate accuracy and pressure testing found devices to be operating within specs. The occluder springs were inspected and found in proper operating condition. No anomalies were observed.

Manufacturer narrative:
Pt info requested and all availble info is included.